Manufacturer narrative:
The reported failure of system leak verification is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received a report from a service engineer on behalf of the customer that a trilogy ev300 ventilator failed a system leak verification test. There was no serious patient harm or injury that occurred or was reported. Review of the system setup test documentation confirmed failure of the system leak verification: pressure drop over 10s test. The customer declined follow-up repair; therefore, no service documentation is available to identify the specific component(s) requiring replacement to address the issue. A final report is being submitted. If any additional information is received, a supplemental report will be filed.